Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary, drawer 4.1 of auxiliary 1 had cubies with errors. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's enhanced half-height cubie drawer 4.1 in auxiliary 1 had three failed pockets due to cubie read/write errors. The field service engineer (fse) inspected the retractor band and found no damage and then fse had resolved the issue by replacing the drawer controller board 4.1, reseating the row board cable on all cubie trays, and cleaning foil debris from the cubie trays. The system functioned as intended after the field service engineer repaired the device.